Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the ground prong had broken off. To fix the issue, the fse replaced the ac power cord reel, then performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that the ground prong on the power cord of the cardiosave intra-aortic balloon pump (iabp) broke off. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event was reported.